Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "foreign matter found in the tube." The customer noticed there was a tube (plastic) in a tube."

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "foreign matter found in the tube." The customer noticed there was a tube (plastic) in a tube."

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. H3 other text : see h.10.